Event description:
It was reported that the patient presented with phrenic nerve stimulation. The physician elected to explant the left ventricular (lv) lead and right atrial (ra) lead. Additionally, the ra lead was found to be dislodged during the procedure. The ra and lv leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured and it was within the specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. Correction: adverse event and require intervention to prevent impairment/damage (devices) should not have been checked for b1 and b2 respectively as this event did not cause a serious injury. Corrected b5. H1 - type of reportable event should have been "malfunction". H6 - health effect - clinical code - should have been "4582 - no clinical signs, symptoms or conditions" instead of "2330 - discomfort", impact code - should have been "4632 - prolonged surgery" instead of "4625 - additional surgery" and medical device problem code - should have been only "2923 - device dislodged or dislocated".

Event description:
It was reported that the patient experienced discomfort due to phrenic nerve stimulation on the left ventricular (lv) lead. During the lv lead extraction, the right atrial (ra) lead was found to be dislodged. The ra and lv leads were explanted and replaced. The patient was in stable condition.